Manufacturer narrative:
Manufacturing site evaluation: device was found to be broken in the area of the flexible portion of the shaft. The issue has been determined to be related to the design of the product. Corrective/preventive action has been initiated. It has been determined that a recall of these devices is necessary and has been completed. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Related to medwatch reports 2916714-2015-00107 and 2916714-2015-00152. Sj607r = flexible center punch, this was used under "normal rotation and pressure load", and then broke at the thin transitions of the movable shaft.